Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, on the first attempt at deployment, the valve dislodged. It was reported that the pressure may have caused the valve dislodgement when pacing was stopped to check valve position. As a result of the dislodgement, an occlusion of the left angular artery was reported. Imaging confirmed that a stroke had occurred, causing the occlusion. As a result of the stroke, the patient had difficulty speaking. A transcatheter intervention was performed to retrieve the obstruction of the vessel. The speaking issue and occlusion were reported to have resolved and the patient was discharged. Per the physician, the patient did not have a medical history of stroke. No adverse patient effects were reported.